Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - (a2, a3, a4 - not applicable and patient is not involved), b5, b6, b7, d10. The information provided in regard to patient is unclear or what was done to resolve the issue. If more information is received the complaint will be reopened and updated accordingly.

Event description:
It was reported that the helium transducer of cardiosave intra aortic balloon pump (iabp) was not calibrated. There was no patient involvement.

Event description:
It was reported that during use on patient cardiosave intra aortic balloon pump (iabp) the helium transducer was not calibrated. There was no harm or injury reported to the patient.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.